Event description:
It was reported that approximately one month post port placement through right internal jugular vein, the catheter allegedly broke and migrated into the heart when performing the third chemotherapy session. It was further reported that the catheter was successfully removed and another port was implanted. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one MRI port and cath-lock with a groshong catheter was returned for evaluation and one medical image and one electronic video were provided for review. Based on the image/video review, the reported migration and identified disconnection issues can be confirmed. However, the investigation is unconfirmed for the reported fracture and material separation issues as no fracture was identified during sample evaluation and image review. Visual, microscopic visual, dimensional evaluation and functional evaluation were performed. Cath-lock induced indentations were noted on the proximal end of the catheter segment. During dimensional evaluation the outer diameter of port stem was found to be below of specification limits. The inner diameter of the cath-lock was found to be above of specification limits. These conditions may have been potentially caused the reported event in this complaint. Therefore, the cause of this condition is supplier related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: d4 (expiry date: 04/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, an image and video were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. (Expiry date: 04/2023). Device pending return.

Event description:
It was reported that approximately one month post port placement through right internal jugular vein, the catheter allegedly broke and migrated into the heart when performing the third chemotherapy session. It was further reported that the catheter was successfully removed and another port was implanted. The patient's current status was unknown.